Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, 21 false vf episodes due to oversensing on the bipolar channel like diaphragm myopotentials were recorded. The physician would like to know how he can manage this situation.

Manufacturer narrative:
The review of provided data confirmed the reported issue: ventricular oversensing episodes have been recorded from (B)(6) 2024. The defibrillator ulys df4 vr s/n (B)(6) has been implanted and connected to the invicta lead 1cr58 s/n (B)(6) on (B)(6) 2024. The manufacturing processes as well as device history reports show that the device and the lead have been manufactured and delivered to the field following all applicable procedures. Data from (B)(6) 2024 were provided. The electrical measurements were unstable at implantation. The trends of electrical measurements recorded on (B)(6) 2024 show stable ventricular impedance, stable rv coil continuity, spread r-wave amplitudes and the stabilization of the ventricular threshold since beginning of august. 21 episodes of ventricular oversensing were recorded from (B)(6) 2024, they all present with the same pattern: ventricular oversensing that could be diaphragmatic myopotentials or due to micro dislodgement. The number of recorded episodes for ventricular oversensing has decreased overtime in july and august. Only one episode was recorded in august. Since the ventricular sensitivity was set to 1,6mv, no oversensing episodes were recorded from (B)(6) 2024. Programming recommendations were provided on (B)(6) 2024 as well as recommendations on the maximum number of turns to screw the invicta 1cr58 lead: 17 turns. The most probable root cause of the ventricular oversensing is a micro-dislodgment after the implantation, maybe due to the high number of turns to screw the lead to the ventricular myocardium or to diaphragmatic myopotentials. Since the subject invicta lead remained implanted and no additional data were provided, no further investigation could be performed. No general malfunction is suspected on the subject device ulys vr s/n (B)(6) . This case is retained and utilized for trend purposes.

Event description:
Reportedly, 21 false vf episodes due to oversensing on the bipolar channel like diaphragm myopotentials were recorded. The physician would like to know how he can manage this situation.

Event description:
Reportedly, 21 false vf episodes due to oversensing on the bipolar channel like diaphragm myopotentials were recorded. The physician would like to know how he can manage this situation.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Additional information: the manufacturing process as well as the device history reports show that the device has been manufactured and delivered to the field following all applicable procedures.